Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this left bundle branch (lbb) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Subsequent additional information was received that indicated that the lbb lead exhibited high out of range pacing impedances during the attempted implant despite having stable threshold values. This caused the physician to remove the lead and successfully replaced with a new lead. No additional adverse patient effects were reported. The lead was returned to facility and is awaiting analysis.

Event description:
It was reported that this left bundle branch (lbb) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.